Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the image acquisition system (ias) computer booted with a windows error. Replaced the ias computer and verified system functions as intended. The malfunctioning computer has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) would not boot up. It was reported that the system displayed a 'waiting to boot' screen' when this occurred. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted operating system and application successfully. Time/date check (cmos check) and virus scan were successful. The computer was installed in a test imaging system and the system readied as expected. Communication, 2d and 3d imaging were successful while under test. The reported event could not be duplicated by medtronic personnel.